Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle a trap mesh. Later the pt experienced exposed mesh, dyspareunia, pain, fissure cracking and neuropathic pain. A mesh excision was performed.